Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer went to the hospital where they had contact with a healthcare professional (hcp) who obtained an unspecified reading on an hcp meter and provided unspecified treatment. Adc customer service attempted to contact the nurse to obtain additional information regarding the medical event but was unable to reach the nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.